Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange is that a longer nail was needed for proper stabilization. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2019 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 10mm x 320mm standard im nail per the sign technique manual. Surgeon comment: "the distal end of the nail is near the fracture and exchange nailing was done. Exchange nailing done with an increased size of nail. The fracture was well reduced and the nail is appropriate size."